Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "pre-op diagnosis: multiple dislocations s/p revision tha (previous revision pi 859622). Procedure: revision right total hip arthroplasty." A poly liner and 36 -5 biolox ceramic head were revised. Rep provided usage sheets for primary implantation and subsequent revision and confirmed that no further information will be available.